Manufacturer narrative:
Herzberg, h., savin, z., fahoum, I., lifshitz, k., schwarztuch gildor, o., veredgorn, y., marom, r., yossepowitch, o., & sofer, m. (2024). Revisiting the issue of beach balls in holmium laser enucleation of prostate: clinical and histological characterization. World journal of urology, 42, 201. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific via an article published in the world journal of urology that a retrospective study was conducted to clinically and histologically characterize prostatic nodules resistant to morcellation, known as beach balls (bbs). The study reviewed 559 holep (holmium laser enucleation of the prostate) procedures performed by a single surgeon using the lumenis pulse 120h laser system between january 2020 and november 2023. Bbs were identified in 10% of patients (55 out of 559) and were associated with older age, chronic urinary retention, larger prostate volume on preoperative ultrasound, longer operative times, greater tissue removal, higher complication rates, and extended hospital stays. Perioperative complications occurred in 46 patients, and additional specific complications included 10 infectious events, 19 cases of urinary retention, 9 bleeding events, and 5 cardiovascular complications. Advanced age and increased prostate volume were present preoperatively and identified as independent predictors of bbs, with a prostate volume threshold of 103 cc on ultrasound predicting their presence with 94% sensitivity and 84% specificity. Histologically, bbs were predominantly stromal in composition, which likely contributes to their resistance to morcellation and the increased complexity of surgical management.

Manufacturer narrative:
Herzberg, h., savin, z., fahoum, I., lifshitz, k., schwarztuch gildor, o., veredgorn, y., marom, r., yossepowitch, o., & sofer, m. (2024). Revisiting the issue of beach balls in holmium laser enucleation of prostate: clinical and histological characterization. World journal of urology, 42, 201. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefor, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported to boston scientific via an article published in the world journal of urology that a retrospective study was conducted to clinically and histologically characterize prostatic nodules resistant to morcellation, known as beach balls (bbs). The study reviewed 559 holep (holmium laser enucleation of the prostate) procedures performed by a single surgeon using the lumenis pulse 120h laser system between january 2020 and november 2023. Bbs were identified in 10% of patients (55 out of 559) and were associated with older age, chronic urinary retention, larger prostate volume on preoperative ultrasound, longer operative times, greater tissue removal, higher complication rates, and extended hospital stays. Perioperative complications occurred in 46 patients, and additional specific complications included 10 infectious events, 19 cases of urinary retention, 9 bleeding events, and 5 cardiovascular complications. Advanced age and increased prostate volume were present preoperatively and identified as independent predictors of bbs, with a prostate volume threshold of 103 cc on ultrasound predicting their presence with 94% sensitivity and 84% specificity. Histologically, bbs were predominantly stromal in composition, which likely contributes to their resistance to morcellation and the increased complexity of surgical management.